Event description:
A report was received that the contacts of the percutaneous leads had high impedances. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead because the contacts were failing and the leads were performing at a suboptimal level. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.